Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. Additionally, it was noted that this lead is fractured. The field representative programmed the ra lead off. At this time, the lead remains implanted. No adverse patient effects were reported.